Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was opened, and the internal visual inspection failed due to broken needle. The wearable was also provided for investigation. An external visual inspection was performed and failed due to goosenecking. The allegation of applicator deployment was not confirmed. The probable cause could not be determined. Additionally, broken needle was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).